Manufacturer narrative:
It was reported that the motor device was also leaking oil. Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was getting hot and oil was leaking from the muffler. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to immersion during cleaning, which is failure to follow the directions for use. This is further defined as misuse, abuse and / or user error.

Event description:
It was reported that the motor device was getting hot. The event was not reported to have occurred during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. The exact date of event was unknown; however, it occurred sometime in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter contact extension: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to component damage from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.